Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 430 mg/dl at the time of incident. The customer¿s current blood glucose value was 112 mg/dl. The customer¿s latest blood glucose mentioned was 84 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump passed both high pressure test and displacement test. The customer would gave manual shot himself. The insulin pump will not be returned for analysis.